Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: the 19cm solero probe was introduced through a large bone needle into the patient's vertebrae bone to complete the ablation of an osteoid osteoma. As the solero probe was being removed from the patient, the ceramic tip broke off and was unable to be recovered. The tip is still inside the patient. It was reported by the treating physician that post procedure, the patient was awake and stable. The patient was made aware of the event. He said that he will be placing her on antibiotics and monitoring her closely. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 19cm solero applicator. A visual review of the returned device noted that the ceramic tip was fractured off. The applicator was further examined through an x-ray inspections. All the components of the device appear normal except for the shaft of the applicator and missing ceramic tip. Visual inspection revealed the shaft of the applicator was bent in an "s" shape. The reported complaint description of a fractured tip confirmed. The root cause for the reported complaint description of tip fracture is off-label use by the user. The event description, and additional information provided, indicated the applicator had been used for ablation in bone. The results of this investigation are that the ceramic tip broke off the applicator due to off-label use. The solero applicator is only cleared for soft tissue ablations and not bone tumor ablations. It appears excessive force was used which resulted in the shaft bending and the tip being broken off. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to the user with the solero applicators, contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint (B)(4).